Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory noted evidence of memory corruption in the returned pulse generator device that is not a hardware issue that put the device into safety core. The device then communicated normally with the zoom programmer. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. At this time, the cause of the memory corruption is unknown.

Event description:
It was reported that the patient with this pacemaker experienced pocket stimulation. Upon device interrogation, this device was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this pacemaker experienced pocket stimulation. Upon device interrogation, this device was found to be in safety mode. A device change out procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.